Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller alleged that the catheter of the transfer set has broken at the base and detached from the adapter. This lead to an insulin leak. The patient experienced elevated blood glucose levels. It was reported that this has occurred with two transfer sets from the same box. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.